Event description:
A patient reported a power on reset (por) error message. The patient reported they recently went through a metal detector. The patient was redirected to their healthcare professional (hcp) to resolve the por. The also noted that she has not been peeing lately. The patient stated that on (B)(6) her implantable neurostimulator (ins) had moved do to a weight loss. The ins had moved closer to the spine, which the patient thought caused leg problems, but her neurologist diagnosed more nerve damage. The patient noted she has an autoimmune disorder called sicca. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.